Event description:
It was reported to philips that the system's m cabinet was not fully booting, which can prevent a full system boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The philips field service engineer (fse) conducted an onsite inspection and confirmed the reported problem. After reviewing the log, fse found malfunction of fan tray and dcps. Upon troubleshooting, fse found the issue was traced to a non-functional pdu fan tray, which supplies power to the fdcsib. To resolve the problem, fse replaced the fdcsib and fan tray and return the part for further analysis and found power supply was found to be defective. Philips also implemented the correction. After replacing pdu fan tray and fdcsib, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.